Event description:
The user facility reported that the foot plate on the angio-seal device involved did not exit the sheath with insertion. When the device was pulled back, there was no string present, therefore manual pressure was held. Additional information was received in 31 jan 2022: it was reported that the device did contribute to the patient's need for medical intervention. There was no string during the pullback step with a normal locking system deployment which resulted in an unexpected manual hold. The sheath was in the proper location and the device was snapped completely together. The foot plate did not come out of the device appropriately. The procedure performed was a cerebral aneurysm embolization using a 6fr 23cm sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Additional information was received on 01 feb 2022: the patient was in stable condition. There was no blood loss. The account performed tests to confirm the anchor was not left in the patient. The test consists of a doppler dorsalis pedis (doppler dp) and posterior tibial pulses (pt pulses), as well as an inspection to feel and see that the footplate was still in the sheath that was removed from the body.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: registered radiologic technologist in vascular intervention (rt r vi). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section e4, update section h3, and to provide the completed investigation results. H6: investigation findings - code 114 is based upon the evaluation of user facility information; code 213 is based upon functional testing of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history report (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).